Manufacturer narrative:
The analysis of the battery charger 2 was completed by medtronic personnel. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The analysis of the battery charger 1 for the imaging system was completed by medtronic personnel. Testing found that two nodes exceeded specified voltages. Leaky capacitors were observed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative replaced the charger boards as they were not meeting specifications. The imaging system then passed the system checkout and was found to be fully functional. The suspected battery charger boards were returned for analysis, however results are not yet available.

Event description:
Medtronic received information regarding an imaging device being used outside of the procedure. It was reported that while working on the imaging system, the battery charger boards were giving over 36 volts dc on 2 nodes, which exceeded the limit of 28 volts dc. A replacement was needed. There was no patient present when this issue was identified.